Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photos were provided for evaluation. Visual examination of the photos noted no defects present on the caresite valve. Therefore, the root cause of the reported defect could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a crack was observed on the green portion of the y-extension set. Chemotherapy of cyclophosphamide and blood leaked. No injury reported.